Event description:
The customer experienced issues with results for patient samples and qc material after preventive maintenance was performed. When it was discovered that qc was out of range, all samples were retested on another system. Of the data provided for 49 patient samples, only the results for two patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial apolipoprotein b result was 0.915 g/l and the repeat result was 1.994 g/l. Patient sample 2 was a male with birthdate (B)(6). The initial lithium result was 0.51 mmol/l and the repeat result was 0.66 mmol/l. The initial results were reported outside the laboratory and corrected results were phoned. No adverse event was reported. The field service representative found the adjustment screw for the sample syringe plunger had come loose and he tightened it. He also observed air in the syringes which was removed. A faulty gearpump was replaced. Further investigation determined the root cause was the loose screw for the sample syringe plunger and that the issue was resolved by the service actions.

Manufacturer narrative:
This event occurred in (B)(6).